Event description:
It was reported that the infusion set tape was not sticking and came off during use on (B)(6)2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)patient postal code: (B)(6) name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state, province or territory: california.post office or zip code: 91325.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.